Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the tissue pad was detached when the device was cleaned. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device received was returned in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was tested with a generator and was functional.